Event description:
On (B)(6) pt had total laparoscopic hysterectomy. Physician used the covidien ligasure advance. Pt had a return to surgery on (B)(6) for acute abdomen. During this surgery, surgeon found small piece of silicone insulation in superficial layer of incision thought to be from the device. The device had been discarded. Item retained in 4 days. Dates of use: (B)(6) 2014. Diagnosis or reason for use: dysfunctional uterine bleed. Event abated after use stopped or dose reduced: yes.